Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ needles are clogged. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported that the needles are clogged. Event date: (B)(6) 2019. Incident category: needle/syringe issue. The customer has reported that in the cartridge¿s box the needles for the syringe were faulty. In particular the customer cannot use these needle to take the insulin from the panfil. It seems that the needles are clogged. We sent 5 needles.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needles are clogged. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the needles are clogged. Event date: (B)(6) 2019 incident category: needle/syringe issue. The customer has reported that in the cartridge¿s box the needles for the syringe were faulty. In particular the customer can¿t use these needle to take the insulin from the panfil. It seems that the needles are clogged. We sent 5 needles.